Manufacturer narrative:
Investigation findings: (B)(4) has been issued to the vendor. Add'l info has been requested from the deroyal sales rep in reference to the failure reported. No further info is available at this time. Will provide follow ups if info becomes available.

Event description:
It was reported that the product worked well initially, at the start of the feeding. The issue occurred each time at the end of the feeding. Where the connection between the extension set and feeding tube would be disconnected or loosen based off "a push back" from the formula. It seems as the feeding continued, the feeding tube would become occluded or blocked, causing a build up of pressure to loosen the connection, therefore, resulting in a leak or "april" at the connection point. The issue was identified during one.